Manufacturer narrative:
The reported malfunction was observed during initial testing. A "defib fault 196" was observed during the investigation. However, the reported malfunction could not be duplicated. The bridge board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed testing for defib. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.